Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload and one adapter opened by the account. Visual inspection of the cartridge revealed that the loading unit was partially fired with the interlock engaged. The anvil clamping mechanism was deformed. The anvil was bowed. It was noted that the distal end of the adapter shaft was severely deformed. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 26 autoclave cycles for the adapter. The loading unit was loaded into a pmv representative instrument adapter for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a loading unit. The loading unit loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. No further functional testing was performed due to the noted damages. A review of the device history records indicates the device lot numbers were released meeting all quality specifications. Replication of the reported condition may occur if the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the anvil clamping mechanism deformation condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged adapter shaft may occur if the device is mishandled by the user. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Event description:
According to the reporter, during a hepatectomy, the device stopped firing after advancing 1.5 centimeters. The reload was replaced, and this time the device fired only 2 centimeters. There was slight bleeding when the reload was released from the tissue, slight bleeding occurred. A manual suture was used to correct the issue. No injury or adverse event was reported. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.